Event description:
It was reported that the patient experienced an artificial urinary sphincter(aus) revision surgery due to unspecified reasons. A 4.0cm cuff was initially opened but not implanted. A 4.5cm cuff was implanted to complete the procedure. A patient outcome was not reported.